Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. If more information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to the super capacitor. The patient's spo2 decreased and the patient was manually resuscitated. The patient subsequently continued therapy on a replacement device.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs confirmed the reported complaint of ventilation stop and sf140 alarm. Investigation determined a fault with the supercapacitor lead to a secondary component failure on the main circuit board that resulted in a ventilation stop. Appropriate alarms (including sf140) sounded when the fault occurred which alerts the clinician/carer to intervene. Replacing the main circuit board resolved the issue. Resmed is continuing to investigate this issue and whether any additional action is required. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to the super capacitor and subsequently ventilation stopped. The patient's spo2 decreased and the patient was manually resuscitated. The patient continued therapy on a replacement device.